Event description:
A report was received stating a ventilator would not ventilate a patient. The ventilator was reported to display 00&#39;s and did not intiate ventilation. The patient was reported to be switched to an alternate device without harm. There is no death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The serial number was not provided therefore the device manufacture date is unknown.